Manufacturer narrative:
Additional information has been requested. This report will be updated, should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited loss of capture and the lv lead appeared to be capturing the right atrium. The device was reprogrammed to right ventricular therapy only. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicates the lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates this lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicated the left ventricular (lv) lead was confirmed to have dislodged into the right atrium. The physician plans to revise the lead. This lv lead remains in service. No adverse patient effects were reported.